Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, the patient report experiencing elevated blood glucose of up to 400 mg/dl and insulin leakage while using the infusion sets. Her normal blood glucose level is 120 mg/dl. She changed the infusion site, bolused, and injected insulin via syringe to lower her blood glucose. The handset and infusion tubing had been in use for 1 day. She also noticed leaking when she changed the infusion set headset and she smelled insulin. She is not sure if the cannula was bent but expects it was. She inserts the headsets manually. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.